Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported she had been off of her insulin infusion device for one year as her insurance company does not cover the cost of batteries. She stated she has been on insulin injections for the past year until last week. She said she began using her insulin infusion device again last week and has had blood glucose readings in the 400 mg/dl range with her normal range being 'around 150' mg/dl. She stated her symptoms included nausea, fatigue, and sleepiness. The pt stated that she has not seen her physician and decided on her own to go back on the device using her basal rates from one year ago. The pt was instructed to run a bolus into the air while disconnected. She did so, and the infusion device displayed an occlusion error message. The pt stopped the troubleshooting at this point and asked to be called back in a couple of hours. During subsequent troubleshooting, it was discovered that the pt's insulin infusion sets, cartridges, and test strips were past the expiration date. The pt was advised to discard all expired products. She stated the piston rod and adapter on her infusion device are at least a year old if not older. The pt was advised to see her physician for a new prescription for supplies. The pt stated she will go back on injection therapy. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.